Event description:
Customer reported having high blood glucose. He also stated he could not get his blood glucose below 300 mg/dl. He stated he had already changed the entire infusion set and infusion site. The customer also stated his quicksets bend easily. He stated he had rolled over and his cannula would bend. The customer's blood glucose was 400 mg/dl. The customer also stated that he did not want to revert to manual injections. The customer's blood glucose was 325 mg/dl at the end of the call. He stated he had treated with a bolus delivery. Troubleshooting for high blood glucose found the customer was feeling frustrated as a symptom of high blood glucose. Troubleshooting for the insulin pump found insulin was able to exit from the tubing. The alarm history revealed a no delivery alarm had occurred. The customer also reported his cannula was not bent. The customer was advised to change his entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).